Event description:
The customer states that one patient sample generated an initial sodium assay result of 116 mmol/l on a hemolyzed sample on the architect c8000, (B)(4). The same sample was then tested on architect c8000, (B)(4), and generated sodium assay results of 138/139/139 mmol/l. Controls were within specifications on all runs above; however, all controls did go out of specifications about three hours later on (B)(4). There is no impact to patient management reported. A service call was initiated.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient. Low test results.

Manufacturer narrative:
An abbott field service engineer visited the customer site and replaced the entire integrated chip technology (ict) aspiration pump, which includes the aspiration valve. The customer's complaint history does not include a recurrence of ict related issues since the ict aspiration pump was replaced. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108, january, 2010) and the ict sample diluent package insert (304465/ r1, october 2009) both contain information to address the customer's current issue. Based on the available information and this evaluation, a product deficiency was not identified. Review of complaint tracking and trending; field service intervention.